Event description:
The user noted an increase in the tsh results for one pt with no signs of hypothyroidism. All results are in uiu per ml. The tsh result from 2009 was 3.600. The tsh results from the following month, were greater than 100 and 170. No info was provided to determine if any erroneous results were reported or the pt was adversely affected. If additional info is received, appropriate notification will be provided.